Event description:
Same case as MDR#6000093-2007-01481, 6000093-2007-01482. It was reported that approximately 5 months post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted one 2.75x16mm taxus express2 drug eluting stent and two 2.75x12mm taxus express2 drug eluting stents in the left anterior descending (lad). Approximately 5 months later, the patient was scheduled to have a colonoscopy at a different hospital. The physician took the patient off of plavix the day before the procedure. The procedure went fine, but later that day the patient began to have chest pain. The patient had an acute closure of the lad. The physician advanced a wire to the lesion, and v-fib was noted. The physician performed defibrillation, and the patient was arousable and alert. The physician then advanced a 2.5x15mm maverick balloon to the lesion and inflated it at 6 atms for 10 seconds, 14 atms for 15 seconds, and 8 atms for 10 seconds. Next, the physician advanced a thrombectomy catheter to the lad, where it was used. The physician then advanced a 3.50x8mm quantum balloon to the lesion, where it was inflated multiple times between 12 atms and 18 atms for up to 15 seconds. The wire was removed and the procedure was completed. Medications used during the procedure were plavix, lovenox, and reopro. The patient condition is listed as fine. No further information was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.